Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad, which was experienced during evaluation as an intermittent response of the "on/off", "setp", "ok", and "run/stop" keys. This intermittent response was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad malfunction. It was also reported there was no patient injury.